Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the biopsy channel was found with internal cuts and leaking was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The user reported foreign material was exiting from the channel of the gi scope during reprocessing. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since images and detailed information of the foreign object was not obtained, the foreign object and root cause was unable to be identified. Judging from the fact that there was a scratch inside the bx channel, the following causes were surmised: the identity of the foreign object might be a tissue, which remained or flowed backward inside the bx channel of the last patient. Due to the scratch inside the bx channel, the cleaning done by the facility after procedure may have not been sufficient. As a result, the remaining tissue that was not cleaned potentially emerged. The identity of the foreign object might be the mixture of water and powder applied during manufacturing phase. Applied powder might have entered from the scratch of the bx channel and mixed with liquid such as cleaning solution or similar fluid that was used at the time of re-processing. Afterwards, the mixture leaked. Since the scratch inside the bx channel can be prevented by following the instructions written in the instruction manual, the phenomenon was possibly caused by the operator. The instructions for use (IFU) states the following in section 4.3 using endotherapy accessories: warning ¿when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into/from the slit of the biopsy valve. Otherwise, the biopsy valve may be damaged and pieces of it could fall off.¿ warning ¿if the insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury.¿ olympus will continue to monitor complaints for this device.